Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a hardware low level failure when they ran an insulin pump test. They changed the set as instructed by the insulin pump and ran a test again 45 minutes later. The alarm recurred. The customer's blood glucose level began at 32 mmol/l. They treated their high blood glucose with the insulin pump. Their blood glucose went down to 29 mmol/l. Troubleshooting was performed. They had already cleared the error and the time and date on the insulin pump was accurate. They programmed a normal bolus into the air. The bolus amount was recorded in the daily history. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.